Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The cartridge and infusion set were changed to address the event. Customer's blood glucose was approximately 190 mg/dl.